Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was carried out as part of the material analysis report (mar), it noted the following; [...] The stem fractured approximately 3.3 inches from the distal tip. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The implant was assumed to be for the right hip. If subsequent information indicates the implant is for the left hip, the anterior and posterior surfaces are reversed. Damage consistent with the explantation and cement-mantle breakdown processes were observed on the stem. [...] The mar concluded: [...] The stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.[...] Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that the patient is undergoing revision surgery due to a fractured exeter stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the patient is undergoing revision surgery due to a fractured exeter stem.